Event description:
Allegedly, the cup was malpositioned. Revised to mdm cup.

Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the cup malfunctioned. Revised to mdm cup.